Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified lumen extension set was separated which resulted in a blood leak. The extension set was connected to the patient¿s PICC line and the tubing was separated but the connector was still attached to the PICC line. Approximately 10-20ml of blood leaked. The extension set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.